Event description:
The customer reported to the philips response center (rc) that the device failed the general system test segment of the user initiated operational check (opcheck) and displayed the resulting service required message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.